Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown reconstructive surgical procedure on (B)(6) 2016 and the reservoir was connected to a drain. During the procedure, the lock of the reservoir did not function before its use. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Based on the present analysis, it is determined that the reported complaint is related to manufacturing process. The potential cause is that the plate is inserted with incorrect orientation.